Event description:
It was reported that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance. It was noted from fluoroscopy that the lead was fractured. The lead was capped and replaced on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
New information received notes that g3 in initial report is 16 apr 2024.